Event description:
Central line placed on (B)(6) 2016 without complication. The line was able to flush prior to discharge. After discharge, the pt's family member reported that he was not able to flush the line and that it was leaking. Pt returned to the emergency center. Care providers were not able to flush or draw back on line. Tpa was attempted, but line was still not able to flush. Line replaced with cook tpn single lumen catheter.